Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4). The dentist reported that the dental implant had to be removed during its installation surgery because it did not achieved primary stability. It was being installed in intraoral region 29#, the patient presented insufficient bone quality/quantity (bone type ii), fenestration occurred during surgery, immediate implant procedure was performed and bone graft was executed.